Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision with unspecified mentor gel breast implants experienced left implant rupture confirmed by MRI in 2016. The patient also developed a left side late forming seroma and right side baker grade iii capsular contracture. It is unclear whether or not testing was completed on seroma fluid for malignancy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.